Event description:
The customer reported that the device would hang when attempting to charge.

Manufacturer narrative:
The customer reported that the device would hang when attempted to charge. The device was evaluated at phillips and the symptom was verified. The software was reloaded which resolved the reported issue.